Event description:
Boston scientific crm received information that this implantable left ventricular pacing lead exhibited impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The physician was considering their options. The available information suggests this lead remains in service. Should additional information become available this event will be updated.